Event description:
Customer called about a problem with the display on her breeze 2 meter. While troubleshooting, it was discovered that there were some missing segments. No adverse event was alleged. Meter was replaced. Customer was advised to return her meter for evaluation.